Event description:
It was reported by the pt that he heard the clip had "malfunctioned" and manual compression was applied for 20 minutes. The pt was experiencing pain on (B)(6) 2010 from the manual compression. Additional information rec'd from the facility, reported that a physician using the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after successful clip deployment, some bleeding had occurred. There are no pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.